Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a vascular tourniquet. The customer reported that the vascular tourniquet is breaking. This was noticed prior to use.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.